Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing determined that continuity of the conductors was complete. The helix extended and retracted within 6 turns during testing. A cut was evident through the outer insulation material at medial section at 33 centimeters. Damage at implant was noted. Primary analysis findings noted no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, the lead was removed and replaced because of dislodgement from atrial lead and medical jundgement/system change. No patient complications have been reported as a result of this event.